Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 2.0 x 20 mm mini trek balloon catheter was advanced and inflated successfully; however, during removal, the proximal shaft separated outside the patient. The entire balloon catheter was easily removed. There was no reported resistance during advancement or retraction of the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency